Event description:
Customer reportedly received the following results on the same device: 120 mg/dl, 262 mg/dl, and 146 mg/dl. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.